Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's med watch report ((B)(4)) from FDA which states," patient came up from the emergency room (ER), and per the ER nurse, in the elevator, red message appeared stating "battery disconnected" and IV began alarming and all IV ears were paused. Patient getting heparin gtt, vancomycin and an IV bolus. Per ER nurse, battery was plugged in the ER and this message appeared while in transport. IV brain and ears removed from service and replaced. IV ears serial numbers: (B)(4)". There were patient involvements but the information on patient impact is not known.

Event description:
Received a copy of the customer's med watch report (uf# (B)(4)) from FDA which states," patient came up from the emergency room (ER), and per the ER nurse, in the elevator, red message appeared stating "battery disconnected" and IV began alarming and all IV ears were paused. Patient getting heparin gtt, vanomycin and an IV bolus. Per ER nurse, battery was plugged in in the ER and this message appeared while in transport. IV brain and ears removed from service and replaced. IV ears serial numbers: 010-ce0011672, 010-ce0007239 & 010-ce0006307". There were patient involvements but the information on patient impact is not known.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a,g, b, c, d codes, & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.